Event description:
A bipap a40 ventilator was returned the third-party service center evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, ventilator inoperative code e-17 was noted in the error log indicating parameter settings corrupted/eeprom on the printed circuit board assembly was just replaced. This issue requires replacement of the printed circuit board assembly to address the issue. No foam particles were found inside the device. No repairs will be completed because the device will be scrapped per customer request. The device will be included in the fsn 2023-cc-src-039.